Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information and the results of the legal manufacturer's final investigation. Corrected fields: e1 - (B)(6). The device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage on camera unit, there was noise in the image. Due to poor water-tightness of cable unit, water tightness was lost. A definitive root cause could not be established. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on camera unit, there was noise in the image and due to poor water-tightness of cable unit, water tightness was lost traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited unstable image/interference, difficulty in the appropriate processor slot, and difficulty in making the blank. The issue occurred during preparation for a procedure. The device was inspected prior to use. There was no report of patient harm.